Manufacturer narrative:
(B)(4). Complaint conclusion: as reported by the (B)(6) exact date of death is unknown control study, three years post implantation of two smart control, iliac stents, the patient expired. The detail and cause of death is unknown. Per the investigator, it is unknown if the event was related to the index procedure or the study stents. At the time of the index procedure the patient had two smart control stents implanted (8 x 60 ml and 8 x 40 ml) without any issues. The first target lesion was the proximal portion of the left femoral artery and the second target lesion was the distal portion of the left femoral artery. The patient¿s vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown. No additional information is available. (B)(4). The product remains implanted therefore it is not available for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Death is a known potential adverse event associated with peripheral stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors.

Event description:
As reported by the (B)(6) control study, three years post implantation of two smart control, iliac stents, the patient expired. The detail and cause of death is unknown. Per the investigator, it is unknown if the event was related to the index procedure or the study stents. At the time of the index procedure the patient had two smart control stents implanted (8 x 60 ml and 8 x 40 ml) without any issues. The first target lesion was the proximal portion of the left femoral artery and the second target lesion was the distal portion of the left femoral artery. The patient¿s vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown. No additional information is available.